Manufacturer narrative:
Investigation summary: a device history record review showed no non-conformance's associated with this issue during the production of this batch. 5 unused actual samples in sealed package were returned for evaluation. The 5 unused actual samples were subjected to visual inspection test per needle assembly visual procedure 80006114. The results of the visual inspection test show that 2 out of 5 had fail. One of the fail sample was sent for fourier transform infrared spectroscopy (ftir) test. The ftir result shows that the spectrum of the fm had matched with the spectrum of the epoxy resin. Probable root cause could be due to a rack pin slant. There is a vision system that detect and reject clogged needle. However, it is possibly that when the rack pin is slanted the detected clogged needle will not be able to rejected properly. The slanted rack pin could be from the supplier and when the pt load the racks they may not have noticed it.

Event description:
It was reported that bd eclipse¿ needle was clogged because it had foreign matter. No serious injury or medical intervention was reported. Verbatim: "material no. 305761 batch no. 8148354 it was reported something is keeping the medication from going through the needle. "We are unable to administer the injectable medication from the syringe with certain needles from this lot because something is keeping the medication from going through the needle.""

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle was clogged because it had foreign matter. No serious injury or medical intervention was reported. Verbatim: "material no. 305761 batch no. 8148354. It was reported something is keeping the medication from going through the needle. "We are unable to administer the injectable medication from the syringe with certain needles from this lot because something is keeping the medication from going through the needle.""